Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple continuous glucose monitor error 42s. Reportedly, the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump shut down unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 140 mg/dl.